Event description:
It was found that the head end brakes were not holding due to missing brake retaining ring and broken caster brake pin tube guides. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.